Manufacturer narrative:
Troubleshooting performed by technical support confirmed that the display was powering off. Likely potential causes for no display are blown display fuse or blown capacitor, blown fuse to power supply, or power supply malfunction. Welch allyn replaced display to customer. No further investigation will be conducted.

Event description:
Welch allyn received a report from a welch allyn customer stating that their acuity display was powering down. A display that shuts off during use could result in a loss of centralized patient monitoring. There was no death or injury associated with this complaint. This report was filed in our complaint system as complaint (B)(4). The customer did not provide any patient information.